Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. The customer stated their blood glucose would drop to 40 mg/dl or 50 mg/dl. Customer also reported a low blood glucose incident the day prior where their blood glucose dropped to 50 mg/dl. The customer stated their low blood glucose was because they did not eat lunch. Customer also reported bent cannulas on their previous infusion sets. No additional information provided.